Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 7.0mmol/l. Customer stated that is it impossible to press act button.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened act keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window. The keypad connector was found closed properly during visual inspection.